Event description:
Caller reported a cgm error 42, which had occurred three or more times on the pump. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by deciding to replace the pump and advising the caller to continue using it until the replacement arrived.